Event description:
Reportedly, when an attempt was made to utilize the device to treat a patient, combination electrodes of other manufacture could not be connected adequately to the device. A paramedic team arrived on scene immediately afterwards and connected their device to the patient. The patient was pronounced on scene. The facility statedthat patient outcome was not affected by device operation, due to a lack of patient viability.